Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). The erroneous results were reported outside of the laboratory. This medwatch will cover the tsh assay. Patient identifier (B)(6) for information related to the ft4 assay. The sample was initially tested on the customer's e602 analyzer and repeated on an architect analyzer. The sample was also treated with polyethylene glycol (peg) and tested on the e602 analyzer. The sample was then provided for investigation, where it was tested on a different e602 analyzer. Refer to the attachment for all data. No adverse events were alleged to have occurred with the patient. The customer tried to lower the tsh value of the patient by prescribing thyradin. The doctor is questioning the prescription of this medication based on palpitation of the patient. The customer suspected that the sample contained macro-tsh. The customer's e602 analyzer serial number is (B)(4). The e602 analyzer used for investigation was serial number (B)(4). Tsh reagent lot number 185522, with an expiration date of june 2017 was used on this analyzer. Based on the provided information, a general reagent issue can most likely be excluded. A specific root cause could not be determined, since the remaining volume of sample was not enough for further investigations. For the differences in tsh values generated with the e602 and architect analyzers, a biological component may be present in the sample that may differently interact with the assay components of the assays from both manufacturers.